Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery (ata). After a guide wire crossed the lesion, a 1.2mmx15mmx141cm fg coyote fc otw, (B)(4)(emerge¿) balloon catheter was advanced for dilatation. However, during the 1st inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was removed and a 1.5x20mm non-bsc balloon catheter was used for dilatation. After that, the non-bsc balloon was removed and a 2mmx150mm coyote balloon catheter was used for size up and the procedure was completed. No patient complications were reported and the patient's status was good.